Event description:
It was reported that during a knee procedure, there was a warning on screen "camera infared lamp is not work properly. This may result in a limited field of view." The error was dismissed on screen by user and the case continued with no further issues. The investigation found there was an illuminator hardware fault in the camera.

Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. Based on the investigation the warning message "camera infrared lamp is not working properly" was displayed when the system detected the error from the camera. The camera was sent back to the OEM for service. The malfunction is most probably due to a component failure, supplier/raw material fault. No containment or corrective actions are recommended at this time.